Event description:
Boston scientific received information that during a routine device change out procedure, the physician experienced difficulty removing the right ventricular (rv) lead from the device header. A possible setscrew issue was suspected. Ultimately, the lead was surgically abandoned due to damage to the insulation on the pace sense portion of the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.